Event description:
It was reported that the patient¿s replacement implantable neurostimulator (ins) was removed, it was assumed to not be replaced, and placed in a different spot because the original spot was ¿right over her spine.¿ it was known that the hcp put the battery in the wrong place. The hcp put it by the patient¿s tail bone and she was so skinny so it was painful. The revision surgery was to move the battery over toward her hip so it wasn¿t so uncomfortable. The patient was doing well at the time of the report. The pain from the patients back was controlled by the stimulator.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).